Event description:
Per the info provided, the device was removed due to perforation of the corpus caversnosm and pain.

Manufacturer narrative:
The device was received by MFR. No apparent anomalies were observed during the general examination. Since the examination and testing of the device will neither prove nor disprove the reports of perforation and pain, quality assurance accepts the info received that pain and perforated corpora were the causes for removal. Based on the limited info received, qa is precluded from determining the cause for this occurrence. However, based on the results of the general examination and the info received, qa concludes that device function was not associated with this event.